Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s blood glucose level was 500 mg/dl. Customer states set was detaching at site. Customer experienced high blood glucose and set came apart. The quick set will be returned for analysis. The insulin pump will not be returned for analysis.